Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and thrombus was discovered inside the valve where the sheath is flushed. We inserted pentaray with vizigo and mapped the right atrium. Doctor gave 5000 heparin in the beginning. Activated clotting time (act) was 250. When he took out the pentaray to do the transseptal puncture (tsp) with the vizigo and aspirated, he noticed a thrombus inside the valve where he flushes the sheath. After aspirating for a couple of times, the thrombus was still inside the valve, so we used a new vizigo to the pvi. Afterwards he did the tsp with the new sheath and did the pvi. Act was always above 300 after going to the left atrium. No patient consequences. No treatment was required. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A device history review was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer could not be observed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use of the device contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and thrombus was discovered inside the valve where the sheath is flushed. We inserted pentaray with vizigo and mapped the right atrium. Doctor gave 5000 heparin in the beginning. Activated clotting time (act) was 250. When he took out the pentaray to do the transseptal puncture (tsp) with the vizigo and aspirated, he noticed a thrombus inside the valve where he flushes the sheath. After aspirating for a couple of times, the thrombus was still inside the valve, so we used a new vizigo to the pvi. Afterwards he did the tsp with the new sheath and did the pvi. Act was always above 300 after going to the left atrium. No patient consequences. No treatment was required. Additional infomration was received indicating the system did not present any erro messages nor did the physician see any product problems. There were no issues related to temperature or flow on the catheter. The physician did not consider the amount of thrombus to be a risk to the patient. The hemostatic valve was not dislodged inside or outside of the hub and there was no blood return observed.

Manufacturer narrative:
On 28-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).